Event description:
Patient with a history of (B)(6) and status post superior orbital rim left eye norian implant approximately one month ago from the time of this report. Patient returned to the o.r. With a fractured superior orbital rim left eye from a suspected fall. Subsequently, the surgeon discovered suspected mrsa pus exuding from the wound of the norian implant of the superior orbital rim left eye. The norian was explanted and sent to pathology.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.